Manufacturer narrative:
Evaluation for the returned product shows that the alarm unit sensor receptacle pins are bent and the battery springs are misaligned. The condition of the alarm unit did not allow further testing. Manufacturer references (B)(4).

Event description:
Customer claims that while the product was in use with a patient, the alarm tone is intermittent, when the pressure is off the pad and on the sensor pad. The unit was tested with new batteries and sensor. There was no patient injury reported.